Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.